Event description:
It was reported that there was a "touchscreen issue. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.